Manufacturer narrative:
The reported problem could not be duplicated. Engineers observed a loose mounting screw on the charger pwa. This is not related to the reported incident. The frequency of death or serious injury complaints for code 102 (overdelivery) for lifecare pca is approximately 2.35/million sets.

Event description:
Overdelivery reported. The pump was set to infuse buprinex 50mcg/ml, 25mcg pca dose, approx at 10 minutes pt lockout and 200 mcg 4 hour limit. (Pt lockout and 4 hour limit were not clearly recalled by report source.) After set up, the pca bolus cord was pressed and the nurse noted the device kept going past the programmed 25 mcg dose. The device was stopped by the nurse after 27 mcg had delivered. Physician orders had allowed for a 100 mcg loading dose if needed, but the nurse chose not to program a loading dose. The pt received a total of 27 mcg buprinex. The pt did not experience any adverse effects.